Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose levels were reported to be high. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine the cause of the occlusions. Reportedly, the customer was using apidra insulin.